Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the device due to rvr (rapid ventricular rate). The device remains in use. No patient complications have been reported as a result of this event.